Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was found to be damaged and "ridged" during use. The following information was provided by the initial reporter: "on the staging unit, one of our nurses attempted an IV start, and caused unusual pain to the patient. Upon looking at the catheter tip , she noted that it was ¿ ridged¿.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two sealed units and two photos. Through the visual examination the units in the photo, it was observed one of the catheter tips had media present inside the catheter and appeared to potentially be deformed. Based on the photo, the reported defect could be confirmed for one of the photographs units. Unfortunately, the quality of the picture did not allow for further observations to be made on the potential deformity. The returned sealed units were visually inspected and no damage was observed. The two returned units were tested for needle penetration force, catheter penetration force, and catheter drag force. Both units were found to be within specification. Bd was unable to confirm the reported defect in the returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was found to be damaged and "ridged" during use. The following information was provided by the initial reporter: "on the staging unit, one of our nurses attempted an IV start, and caused unusual pain to the patient. Upon looking at the catheter tip , she noted that it was ¿ ridged¿."